Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the reported symptom of fluid intrusion. Further investigation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion which caused the compartments to fail, rendering the unit un-repairable.

Event description:
It was reported that a spectrum pump's battery module contained evidence of fluid intrusion. It was also reported that there was no patient involvement.